Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that was not resolved with ballooning. The patient returned for a re-intervention on an unknown date to place a stent in the seal zone which did not resolve the endoleak. As of the date of this report, the patient will continue to be monitored and there have been no additional sequelae reported.